Event description:
It was reported the left ventricular (lv) lead was presumed to have moved which resulted in a change in the r-wave morphology and that the physician thought the patient was not receiving the full benefit of biventricular pacing. During the lead revision, after the sutures were removed around the suture sleeve it was observed that the insulation was dissected at the locations of the sutures on the suture sleeve. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.